Event description:
Same case as: 2134265-2014-06406, 2134265-2014-06374. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used in conjunction with ilab ultrasound imaging system and a sled to perform automatic pullback. However, it was noted that pullback failure occurred. The procedure was completed without issue after the opticross¿ imaging catheter was exchanged to another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed which was located in the mildly calcified and non tortuous distal right coronary artery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).